Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip. The insulin pump was received with broken belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the buttons were unresponsive on the insulin pump. It was found a battery change did not resolve the issue on the insulin pump. Customer's blood glucose was unknown. The mother could not recall any significant events leading to the keypad issues. The mother stated the customer was sweating before keypad issue occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.